Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a hole in the scrotum with pump exposure and possible infection. An revision surgery was performed in which the inflatable penile prosthesis (ipp) pump was explanted and both cylinders and the reservoir were plugged and left in the patient. The surgery results were good and there were no patient complications.